Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c07, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui- male (right) ¿ no connectivity was confirmed. On 27-mar-2025, lvp devices were received unboxed and with paperwork. The lvp units were attached to a pcu test fixture, lvp test modules were attached, and no channel ID was able to be obtained to the attached test fixtures due to misaligned motor control boards. Device to be returned to san diego repair center for normal processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had no connectivity in iui male(right). There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had no connectivity in iui male(right). There was no patient involvement.

Manufacturer narrative:
Correction: annex g: g07001. Additional information: annex g: g0600101. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui- male (right) ¿ no connectivity was confirmed. On 27-mar-2025, lvp devices were received unboxed and with paperwork. The lvp units were attached to a pcu test fixture, lvp test modules were attached, and no channel ID was able to be obtained to the attached test fixtures due to misaligned motor control boards. Device to be returned to san diego repair center for normal processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had no connectivity in iui male (right). There was no patient involvement.